Event description:
Continued drive: the speed control dial does not fully stop the drive unit when rotated to zero position. Involuntary movement: unintended activation of the smartdrive motor without intentional user input while the speed control dial is at zero position and dial light is flashing in stand-by-mode. Loss of power: when the speed control dial is rotated forward from zero position, smartdrive motor movement is initiated, and then the speed control dial unexpectedly shuts down. Failure to start driving: when the dial is rotated forward from zero position, no smartdrive motor activation occurs.